Event description:
It was reported that the patient was experiencing a lot of pain, so it was believed that the pump was ¿not working properly.¿ the patient was in the hospital at the time of the report. The patient had been to the hospital several times, the last time being (B)(6). The healthcare provider (hcp) ¿increased by 30%¿ on the thursday prior to the report. The symptoms had been going on since the patient had her pump refilled at the beginning of (B)(6). The device system was used to deliver dilaudid. It was later reported that the patient was admitted to the hospital. It was later reported that the patient experienced a change in therapy effect and acute back pain. It was noted that the patient was having to get ¿2ccs but changed to 1cc every 2 hours¿ of dilaudid in intravenous (IV) form. The patient had to start doing this on (B)(6) 2013. The patient started having this pain about one month ago. The pump was rechecked the day prior to the report and it appeared to be working fine. The patient was in the hospital for pain. The patient was also having difficulties breathing and was running a fever. The patient was in isolation. She went to the hospital on (B)(6) 2013. It was not believed that the hcp had done any further testing. Additional information was requested but was not available at the time of this report.

Event description:
It was later reported that the pump was refilled on (B)(6) 2013 and shortly after, the patient began having pain problems. The patient started having increased pain around (B)(6). The patient was in the hospital over (B)(6) and was also in the hospital at the time of the report. The patient was having problems with ¿irretractable¿ pain. It was reported that the pump was either ¿not putting out the medicine¿ or ¿the medicine wasn¿t right that went into it¿. The device system was used to deliver dilaudid, at 0.700 per day at a concentration of 12. Units of measurement were not provided.

Event description:
Additional information received reported that the device system was used to infuse dilaudid. The cause of the event was noted as ¿unknown.¿ the patient did not require hospitalization related to the event. Outcome was noted as no injury. Additional information received reported that the patient had compromised respiratory status and therefore dosage needed to be kept low at the time.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l39093, implanted: (B)(6) 1996, product type catheter. (B)(4).